Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2023-093744). This supplemental emdr is submitted to update the outcomes attributed to adv ev, annex f code and event description, which was inadvertently omitted in the initial emdr. No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention. Corrected fields: b2 (outcomes attributed to adv ev), b5 (event description), h6 (imdrf annex f grid). This supplemental emdr represents the bard/davol sepramesh ip (device #2). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol two sepramesh composite ip on (B)(6)2016 and (B)(6)2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol two sepramesh composite ip on (B)(6)2016 and (B)(6)2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient underwent subsequent surgical intervention. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol two sepramesh composite ip on (B)(6) 2016 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.